Manufacturer narrative:
The t:slim x2 pump is powered by an internal lithium polymer rechargeable battery. A full charge will last up to 7 days with normal use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the customer was able to clear the alarm and resume insulin delivery. Additionally, it was reported that the pump battery was observed to be depleting quickly. Tandem technical support reviewed pump data and educated the customer that the pump battery was depleting within average parameters and the customer acknowledged. The customer reported that a small air bubble was observed in the luer lock. The customer primed out the air from the tubing. The customer's blood glucose level was 458 mg/dl at the time of the events. The customer administered a manual injection.